Event description:
It was reported by a hospital that the patient was admitted to the hospital with increased seizures and that they needed the device disabled for an MRI upon follow-up the hospital regarding the relationship of seizures to the vns, they reported that they couldn't assess the cause of the seizures and had referred the patient to a different neurologist. The neurologist on staff at the hospital did indicate that they didn't believe the seizures were related to the vns but that they weren't able to say either way. No further relevant information has been received to date.

Event description:
It was reported that the diagnostics of the vns were within normal limits when the patient was hospitalized. No further relevant information has been received to date.